Event description:
A customer reported to baxter product surveillance of one (1) clearlink set in which blood backed up into the tubing during infusion of unspecified medication since a leak was detected from the filter. There was no patient injury or medical intervention involved. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer sent an actual sample for an evaluation. The reported event of a leak from the filter was confirmed. The cause of the leak could not be determined. There were no cracks or voids present on the exterior of the housing, but solution was observed leaking through the vent. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.